Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the quick bolus setting was enabled without user interaction. During troubleshooting with tandem technical support, the setting was disabled and insulin delivery was successfully resumed. Customer's blood glucose was 125 mg/dl.